Event description:
Reporter noted error message during phaco. No back-up unit available. Large section of nucleus remaining; required conversion to ecce. No I/a; completed case manually. Surgery prolonged. Probably broke capsule during "dry" aspiration of cortex. Lens placed in sulcus. Prognosis reported as good.